Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that prior to implant procedure, the right ventricular lead was tested on the table and the helix jumped out after several turns. The lead was placed in the right ventricle and exhibited poor sensing. The lead helix was retracted and repositioned but helix no longer extended even after several turns. The lead was removed from body and tested again on the table. It was confirmed that the helix would not extend. The lead was not used and replaced. The patient was in stable condition throughout the procedure.